Event description:
Devices were implanted in 2001. It is reported that the prosthesis has frctured in 2002. Devices were removed in 2002.

Event description:
Devices were implanted in 2001. It is reported that the prosthesis had fractured in 2002. Devices were removed 4 days later.